Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) presented to the emergency room. Upon interrogation, the crt-p was found to be in safety mode. It was noticed that the outputs in safety mode caused diaphragmatic stimulation. The stimulation was in the pocket and down the left arm. Device replacement was recommended. Subsequently, a revision procedure was performed and the crt-p was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Device telemetry data confirmed it was operating in safety mode/determined it had undergone resets and that bradycardia therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance puts this device at risk of experiencing transient voltage decreases (and associated resets) during periods of high-power consumption. When the battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to immediately enter safety mode operation to maintain back-up pacing with pre-defined, non-programmable settings.

Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) presented to the emergency room. Upon interrogation, the crt-p was found to be in safety mode. It was noticed that the outputs in safety mode caused diaphragmatic stimulation. The stimulation was in the pocket and down the left arm. Device replacement was recommended. Subsequently, a revision procedure was performed and the crt-p was explanted and replaced. No additional adverse patient effects were reported.